Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 49 mg/dl at the time of incident and treated with food. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer not alleging that the insulin pump was over delivering. It was also stated that the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low reservoir alarm or prime/fill anomaly noted during testing. (B)(4).